Manufacturer narrative:
No adverse patient effects were reported. As of today, the device remains in service.

Event description:
Boston scientific crm received information that the patient implanted with this device had rapidly conducting atrial fibrillation for which an inappropriate shock was delivered.